Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and headache outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included menometrorrhagia, fibroids, polyps and morbid obesity. Concomitant products included ibuprofen for pain. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)". On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced weight increased ("weight gain / weight gain / loss (specify which one)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (remove essure implant, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), surgery (ablation) and surgery (endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, weight increased, headache, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, heavy bleeding, dysmenorrhea". Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record was received- events added from pfs- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dysmenorrhea (cramping), she did not undergo confirmation test. Reporter information, age, concomitant disease & events onset date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included menometrorrhagia, fibroids, polyps and morbid obesity. Concomitant products included ibuprofen for pain. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, endometrial ablation and remove essure implant, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, weight increased, headache, vaginal haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Received treatment: pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, heavy bleeding, dysmenorrhea". Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event " abdominal pain" added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.